Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion certified service technician performed testing on model lap top ventilator 1150. The ventilator passed all testing and met company specifications.

Event description:
The customer reported that a patient expired while connected to model lap top ventilator 1150. According to the customer, there are no allegations of ventilator malfunction. The customer has a primary and a secondary ventilator but is unsure of which device was in use with the patient at the time of the patient's death.